Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a sudden loss or change in therapy. Seven days prior to the report, the patient stopped feeling stimulation. During the report it was confirmed therapy was not on. They turned therapy on and the patient could feel stimulation. The implantable neurostimulator was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.